Event description:
(B)(4). On (B)(6) 2013, the patient was randomized to IV tpa + solitaire fr and treated. The patient was reported to have an adverse event of hemorrhagic infarction h1 two days after the treatment that resolved three months later. The adverse event was considered procedure related.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.